Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer attempted to prime the air bubbles out but was unsuccessful. Customer continued to use the current supplies for insulin deliveries. Customer's blood glucose level was 140 mg/dl.